Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was observed during review of the device's activity log. The device was put through extensive testing without duplicating the malfunction. The analog board was replaced as a precaution. The device was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.